Event description:
It was reported that the patient underwent a median sternotomy closure procedure nine years ago. In 2009, the patient experienced inflammation and developed fistula around where the product was used. One steel suture was removed from the patient the same month, and a steroid and an antibiotic were prescribed. The patient underwent allergy testing and the patient had an allergic reaction to nickel, the platinum, and palladium. It is possible that 4 or 5 sutures still remain in the patient's body. At this time, there are no signs of inflammation at the steel sutures.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mlj053, mfg date: 10/01/1999, exp date: 07/31/2004. Batch mme362, mfg date: 11/01/1999, exp date: 07/31/2004. Batch mme706, mfg date: 11/01/1999, exp date: 07/31/2004. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted, and the batches met all finished good release criteria.